Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that the monitor shut down while a patient was being transferred from or to rr. Reportedly the battery was fully charged. No injury was reported.

Manufacturer narrative:
The affected m540 patient monitor was provided for the investigation. The log files of the device were analyzed, but did not reveal any information as they did not reach back to the time of the reported event. During the hardware analysis the m540 operated for two hours before shutting down which is below the expected time of four hours. The appropriate battery alarms were given by the device: ¿low battery¿ followed by ¿recharge battery¿ warnings appeared on time with audible alarms. No device malfunction was detected. The provided m540 was manufactured in september 2013 and still has the original battery installed. After installing a new battery, the device operated for over five hours. Although a precise root cause could not be determined from the log files, hard evaluation shows that the device has no fault. During the investigation all corresponding alarms were generated to inform the user about the state of the m540. Dräger recommends checking, and if necessary, replacing the m540 batteries every 2 years. The instructions for use further recommend the user to have another device available during transport to provide a replacement device if necessary so that continuous monitoring remains possible.

Event description:
Please see initial report.